Manufacturer narrative:
Concomitant medical products: product ID: neu_ascenda_cath, serial# unknown, product type: catheter. Product ID: 8731sc, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported a general comment was made by a hcp and not linked to a specific case. The hcp reported difficulties during pump replacement in disconnection of the ascenda catheter and sutureless connector (sc) catheter from the pump. In some cases, it was necessary to replace the proximal part of the catheter. There were no specific patient issues reported and no medication associated with the allegation.